Event description:
It was reported that during a carotid artery stenting procedure, a balloon dilatation catheter coat peeling occurred. The 80% stenosed target lesion was located in a non-calcified and moderately tortuous internal carotid artery. A 3.5mmx40mmx135cm (4f) sterling balloon dilatation catheter was preferred to be used to predilate the target lesion. When they tend to remove the device from its hoop, resistance was encountered. They flushed the catheter with saline solution and they were able to remove the device from its hoop. They presumed that the coating might be peeled off or that the balloon might be damaged so they replaced it and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).